Event description:
It was reported that the patient was hospitalized due to a stroke, on (B)(6) 2026. The patient was discharged on (B)(6) 2026. The patient reported that they were wearing their pod, at the time event occurred. The patient was not sure if the pod had any impact on their stroke or not. The patient could not recall blood glucose levels. The patient reported that after they were discharged, they had a magnetic resonance imaging (MRI) scan done and their pod needed to be removed, prematurely. Date of MRI was not provided. The patient also reported that his pods were only lasting one day, when they should be lasting up to three days. The patient also reported confusion regarding bolus and basal levels and required assistance for how to manage glucose levels. Guidance and training was provided, to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.